Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was not capturing properly. The lead was not used, and a new one was implanted. The patient status was stable.

Manufacturer narrative:
The event of lead was not pacing properly was not confirmed. The device was returned for evaluation. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.